Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 14 pen needle 32x4 experienced a damaged or open unit package/seal where sterility is compromised which was noted prior to use. The following information was provided by the initial reporter: outside the packing film separately.

Event description:
It was reported that 14 pen needle 32x4 experienced a damaged or open unit package/seal where sterility is compromised which was noted prior to use. The following information was provided by the initial reporter: outside the packing film separately.

Manufacturer narrative:
H.6. Investigation summary: 2 photos were returned for evaluation, observed lip label separated from sealing. 14 actual samples were returned for evaluation. The samples were not decontaminated. Observed all returned sample with a side of tear drop label breaking of seal. There is full ring of heat seal mark observed on the tear drop label from all returned sample. Investigation conclusion: bd was able to confirm the customer experience based on the sample evaluation. The returned actual sample observed the needle lip label was separated (breaking of seal). End user risk assessment, as per risk assessment 149rmn-0004-01, severity is moderate (s3). Produced quantity: (B)(4) units, occurrence is improbable (o1) the risk level is determined to be low per CPR-028. Root cause description based on the sample evaluation observed the tear drop label with full ring of seal mark and breaking after sealing. The pen needle assembly (an) process to packaging process (pn) was reviewed. The pen needle assembly (an) and packaging (pn) line is an automated process. Upon further review of the pen needle manufacturing line, it was found to have minimal human intervention as assembly process is fully enclosed. The vision machine at the assembly machine had been challenged and able to reject out the parts with open seal as per pen needle assembly daily process checklist (mfg-078pn/a) bd carried out simulation and confirmed that the vision machine able to reject open seal. Hence, the nonconformance could have not caused by assembly or packaging process. Rationale the complaint will continue to be tracked and monitored.